Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, non-stop interference could not be identified, nor could the phenomenon be confirmed/reproduced. Also, based on the results of the legal manufacturer¿s investigation, a definitive root cause of the scope socket having a small amount of condensation could not be identified, especially since the scope socket remained functional. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer (fse) reported that during installation at the user facility, the evis exera iii xenon light source had continuous interference of unspecified errors during installation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the scope socket was functional but did have a small amount of condensation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.